Manufacturer narrative:
The device was explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection and was given IV antibiotics after the implant procedure. Subsequently the device was explanted. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no further reports of complications.